Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn. No device has been returned. Review of the mfg records for this lot# has been requested.

Event description:
During an atb procedure at l5-s1, the surgeon overtightened the final screw and the tip of the 3.5mm hexagonal screwdriver shaft broke off in the head of the screw. The surgeon could not remove the tip and it was left in the pt. Procedure was completed successfully.